Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire was advanced to the site of the papilla. They attempted to apply electric current the device, using a non-bsc active cord, but was unsuccessful. The procedure was completed with another stonetome sphincterotome and another non-bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that working length was twisted, the cut wire appeared blackened, and the paint marker was slightly peeled. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The device tip bowed past the 90 degree minimum bowing specification. Additionally, the outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was not consistent with the complaint that the cut wire was unable provide electric current. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire was advanced to the site of the papilla. They attempted to apply electric current the device, using a non-bsc active cord, but was unsuccessful. The procedure was completed with another stonetome sphincterotome and another non-bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.